Event description:
Dexcom was made aware on 05/29/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation and infection extended beyond the patch perimeter, which occurred an unspecified day after the sensor had been inserted in the thigh. The parents took the patient to the emergency department, and they prescribed an oral antibiotic zithromax. At the time of the report the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).